Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and csr calling back the patient on this mss¿s behalf with additional questions. The patient reported the issue began on (B)(6) 2015 at 12.10pm. The patient reported on (B)(6) 2015 at 12.12 pm they alleged obtained an inaccurate high result of ¿95 mg/dl¿ with the subject meter and ¿45 mg/dl¿ with another device (unknown), performed out with 30 minutes. The patient manages her diabetes with diet and/or exercise alone. The patient tests 8 times a day and injects insulin 4 times per day usually between 16-18 units, if the patient increase her insulin doses if she increases her food and/or drink intake. The patient confirmed her usual blood glucose result is about 200 mg/dl. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿shaking and weakness¿ before the product issue occurred, when she went to test the meter gave her an inaccurate high result which did not correlate to the symptoms she was developing. The patent alleged self-treatment with more food and/or drink on (B)(6) 2015 at 12.12. The patient confirmed she is absolutely fine now and often suffers hypoglycemia. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. Based on the information provided, there is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue.